Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test passed. A post- accelerated stress test (ast) was performed for 2 hours and 15 minutes with a volume of 8500 ml simulated treatment completed without any failures; however, at the end of the treatment the display became distorted. Further investigation found burn damage on the lcd ribbon cable. A known good lcd ribbon cable was used for the remainder of the investigation. A post-ast 2-hour 15 min 8500 ml simulated treatment was performed again and completed without any failures or problems. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was distorted during their peritoneal dialysis (pd) treatment. The power cord was properly connected in both ends and cycler plugged directly into a three-prong wall outlet. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment on the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the lcd ribbon cable was burned.